Manufacturer narrative:
Findings: unit unable to prime during the prime/a33 test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Motor passed motor test. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 188 mg/dl. The customer stated that there is no significant event leading to the alarm. Customer doesn't received an e70 alarm and pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.